Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The pt was involved in a fight that resulted in the lead migrating downward and the pt losing stimulation. Revision surgery was performed to remove the old lead and extensions and implant a new lead directly to the ins. Intra-operative impedances were greater than 3,600 ohms despite removing the lead, wiping off, and inserting into the ins three times. When tested with the snap-lid, impedances were within normal range. A new ins was placed and impedances were normal. It was stated that there was "no pt injury".